Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged they received "an empty cartridge alarm that was not present in the pump history and the remaining insulin in cartridge is approximately 65 units". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: a review of the black box showed no empty cartridge alarms. A replace cartridge alarm was reproduced for investigation purposes, and the pump gave the appropriate sound and displayed the correct message. The alarm was correctly recorded in the pump history. The pump alarm history was recording properly. The reported complaint was unable to be duplicated during investigation.